Event description:
Procedure being done: a thrombectomy with a right femoral thrombectomy with on-table arteriography and intraoperative lytic therapy with tissue plasminogen activator. During the procedure the following occurred: at the time of the second thrombectomy, after passing the balloon distally to approximately the knee unable to deflate the balloon to retrieve it. Held negative pressure with a syringe for approximately 2 - 3 minutes without any improvement. Passed the guidewire back into the thrombectomy catheter in hopes of straightening the catheter and allowing the balloon to exmpty. Held traction on the balloon at this point, and the balloon did release and the catheter was removed. Upon removal of the catheter, it was noted that portions of the balloon were missing.